Manufacturer narrative:
A.1, a.4, a.5, and a.6 are unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Literature citation: khattak, s., shamkhani, w., maqableh, g. M., al-shatanawi, a., & khan, s. Q. (2025). Tissue plasminogen activator to resolve elevated purge system pressure in a catheter-based ventricular assist device. Jacc: case reports, 30(18), 103890. Https://doi.org/10.1016/j.jaccas.2025.103890.

Event description:
It was reported that a patient implanted with an impella cp encountered "placement signal not reliable" alarms. Placement monitoring was disabled along with the audio, and the patient was monitored via motor current and echocardiogram for placement.